Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced shortness of breath and an elevated blood pressure (bp) during dwell 1 of 4 of treatment. The patient contact called the on-call nurse who advised them to go to the emergency room (ER). Technical support assisted the patient contact with cancelling treatment. Upon follow up, the pd registered nurse (pdrn) verified the reported event. The patient visited the ER due to shortness of breath and elevated bp. The patient received breathing treatment of ibuterol and was released the same day. The patient returned home and performed manual pd treatment. The patient has since returned to using the cycler at home with no issues. The pdrn verified that the patient's ER visit was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient event of shortness of breath and elevated blood pressure with administration of albuterol. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The nurse stated the event was not related to any fresenius device(s), product(s), or their dialysis therapy. Albuterol is a commonly prescribed bronchodilator used for managing diverse respiratory conditions. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced shortness of breath and an elevated blood pressure (bp) during dwell 1 of 4 of treatment. The patient contact called the on-call nurse who advised them to go to the emergency room (ER). Technical support assisted the patient contact with cancelling treatment. Upon follow up, the pd registered nurse (pdrn) verified the reported event. The patient visited the ER due to shortness of breath and elevated bp. The patient received breathing treatment of ibuterol and was released the same day. The patient returned home and performed manual pd treatment. The patient has since returned to using the cycler at home with no issues. The pdrn verified that the patient's ER visit was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.